Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6) hospital.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) alarmed internal communication failure and replaced it with other equipment in time, causing no personal injury.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b3.